Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there were particles in an unspecified location of a single day infusor. This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot number - 17h028 and an unspecified lot number. This report summarizes <noe> 12 </noe> malfunction events. It was reported that there were particles in an unspecified location of twelve (12) single day infusors. This was noted prior to patient use. There was no patient involvement. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.